Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that insulin pump was cracked where reservoir inserted and states that reservoir was unable to lock in place. Customer¿s blood glucose was 220mg/dl at time of incident and current blood glucose was 190mg/dl. Customer advised to discontinue the use of pump and revert to back up pan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
The reservoir tube lip completely broken off and the test reservoir will not lock/click in place.